Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. (B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve side piercing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip during use. The following information was provided by the initial reporter: the customer noticed ¿when removing the 2nd tube from the holder, blood leakage occurred. No health hazard has been reported. ¿